Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor reading discrepancies. The customer stated that sensor was reading 83 and blood glucose was 103 mg/dl. The customer indicated that inaccurate sensor readings triggered the threshold suspend. Blood glucose was 150 mg/dl and above and sensor glucose was 50 or 60 when the insulin pump suspended. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.